Manufacturer narrative:
UDI: (B)(4). The actual device was returned for evaluation. During evaluation of the device, it was determined that the coupling shaft was broken in half. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to improper device use which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported that during an unspecified surgical procedure, the chuck device broke in half. It was not reported whether there were any delays in the procedure or whether a spare device was available for use. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. During in-house engineering evaluation, it was determined that the coupling shaft broke in half. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event is unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.